Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. ¿ the DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. ¿ trending analysis by lot number was reviewed from 05/14/2016 to 08/12/2016 and trending was not exceeded. ¿ the sra indicates the risk associated with a quality problem with no impact on safety is "low." The single cyclesure® 24 bi was not returned for analysis. Therefore, no visual inspection was performed. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The likely assignable cause is user error. The customer reported that they "forgot to press the cap down all the way and that the holes were blocked" which is most likely the cause of media evaporation. The customer also added that there was no positive bi issue as opposed to what was initially reported. It is unlikely that the event reported was caused by a manufacturing issue in the cyclesure® product since the retains product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and the lot trending analysis result was trending not exceeded. An issue with sterrad® performance is also unlikely since the cycle passed, the ci changed appropriately and the customer indicated that the previous bi was negative for growth. A customer letter was sent addressing the user error issue. The issue will continue to be tracked and trended.

Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® nx cycle. The chemical indicator (ci) changed color correctly. The previous result was negative. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators. Asp will continue to follow up for additional information.